Event description:
Patient foley catheter would not drain unless the patient was sitting upright. While the rn was caring for the patient, both the patient and the rn heard a "pop" the patient stated it was the foley catheter balloon pop, the patient felt the pop. The rn attached a syringe to the balloon port, and pulled back yellow urine in the syringe - the foley catheter was removed, the balloon had visibly popped.